Event description:
Patient reported skin irritation as broken out in blisters, raised red bumps, and a rash. The patient did seek medical treatment and the use of an otc medication. The patient reported that they did not follow proper skin preparation instructions.

Manufacturer narrative:
Lot number provided by the initial reporter was not valid for the part number provided, this will be considered an unknown lot number. Investigation could not be performed. Trending indicates no further action required.